Event description:
During the index procedure, two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the distal lcx. The second stent was implanted due to a dissection which occurred after the first stent implantation. The patient was free of symptoms at the 30 day, 6 months, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. It was reported that the patient died due to an mi. It was not assessable if the event was related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection, mi and death).